Event description:
It was reported that the right ventricular lead had variable impedance on the pace/sense portion of the lead and the impedance was high also. During the lead replacement procedure, the lead was manipulated, but no noise was observed on the electrogram and the impedances were stable. The lead pin was confirmed to be well-attached to the device. However, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) competitor implantable defibrillator 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode, the helix was compressed, and there was apparent explant damage.